Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot # is within the scope of field action recall 066-r or 067-r. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, a field action (reference field actions 066-r and 067-r) has been initiated for activation knob nonconformance resulting in breakage; the reported lot, w4848711, is within the scope of this action. Therefore, this report is confirmed. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
In preparation for a procedure, the user selected a cook hemospray endoscopic hemostat. The staff was tightening the red activation knob and before they could get the knob tight, the activation knob cracked inside near the threading and blew the handle and co2 [carbon dioxide] cartridge off. A piece of debris hit the physician in the leg but confirmed to be okay. Another of the same device, from a different lot, was used to complete the procedure. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a white biohazard bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return, the regulator's black o-ring, lance, and white o-ring. Were not returned. The regulator's spring and small metal ball bearing were moving freely within the device tray along with the foam. Both catheters were provided in the return with neither exhibiting signs of use. However, one of the two catheters was noted to have been pinched in the tray during repackaging. The red activation knob was partially inserted into the handle and contained the co2 cartridge. The device was returned with the on/off switch in the "off" position. The white body of the handle has not broken open. Powder was not observed on the exterior of the returned components or within the device nozzle. The red activation knob ((B)(4)) was removed from the handle with a detached portion remaining seated around the regulator in the handle. No portion of the activation knob appears to be missing. The activation knob is marked as being formed with core pin #1. The regulator's internal components have detached. The co2 cartridge was observed to be fully punctured. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product prior to distribution. However, this product lot# is within the scope of field action recall 066-r or 067-r. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The activation knob has cracked around the threaded area where it was secured to the regulator during activation. A field action (reference field actions 066-r and 067-r) has been initiated for activation knob nonconformance resulting in breakage; the reported lot: w4848711, is within the scope of this action. A supplier corrective action request (scar) was initiated to further investigate device failure due to activation knob breakage. This device is within the scope of the scar. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A supplier corrective action request (scar) was initiated to further investigate device failure due activation knob breakage. This product is included in the scope of this supplier corrective action request. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.